Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of blank display and failed battery test from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the battery only lasted 48 hours. During failed battery troubleshoot, customer received blank display. The customer was advised to insert new aaa alkaline batteries. The customer did not have new batteries to test with the pump. The insulin pump will not be returned for analysis.